Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were hospitalized, the ¿cancer in their finger returned. It was noted that the patient ¿gave permission to amputate as if needed.¿ the patient also stated that ¿they did not feel well.¿ no further complications were reported/anticipated.